Manufacturer narrative:
This report is submitted on march 02, 2018, (B)(4).

Event description:
It was reported that the patient experienced pain with device use resulting the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device.